Manufacturer narrative:
Review of the system controller log file provided by the account confirmed a pump stoppage event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from 12jun2017 through 20jun2017. The first log file showed nearly constant driveline fault alarms, showing an issue with the current values of phase 2. Beginning on (B)(6) 2017 the log file additionally began to show an issue with current values of phase 3. On (B)(6) 2017, the pump stopped and had corresponding low flow and low speed alarms. Although a specific cause could not be determined, this pump stoppage appeared to be consistent with a complete loss of phase. Multiple driveline disconnected alarms were observed during the pump stop event. The second log file showed consistent driveline disconnected alarms and the pump never resumed operation. The left ventricular assist system (lvas) operates on a three phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of any wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which would have resulted in a driveline fault. Additionally, at least one wire from each phase must be intact for the pump to operate. Although a specific cause for the pump stoppage could not be determined, it could have been caused by the loss of electrical continuity in both wires of one phase. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2017-01183 for the report of the driveline fault alarm in (B)(6) 2017. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(64 2014. It was reported that the patient presented to the hospital via emergency medical services (ems) the night of (B)(6) 2017, and that the lvad was not functioning. The lvad clinicians exchanged the system controller; however, pump function did not resume. It was reported that the driveline was in poor condition, with twists, tears, and rescue tape applied. No clinical symptoms were reported. The pre and post system controller exchange log files were submitted to the manufacturer for analysis. A technical services representative observed driveline faults alarms starting on (B)(6) 2017, resulting in pump stoppage on (B)(6) 2017 at 18:17, with corresponding low flow hazards and yellow wrench alarms. This driveline fault appeared to be an issue with phase 2 of the driveline. The post-exchange log file revealed that the pump never started post-exchange. There was a constant driveline disconnect alarm while the pump was on power module support and on battery support. It was reported that after the log files were obtained, the pump was disconnected form the system controller by the lvad clinicians. No additional information was provided.

Event description:
Additional information: it was reported that the patient had presented with worsening cardiogenic shock and non-functional lvad at the time of the event. An echocardiogram on an unspecified date showed a left ventricular ejection fraction of 45 to 50 %. It was reported the that patient would not undergo a pump exchange. It was reported that the patient was sent home on IV dobutamine and daptomycin for infection. Additional information was requested but none provided.